Event description:
Facility states that the chairs rigging plate is cutting patients skin open when they rub against it since they are self propelling.(B)(6) states one resident from yesterday has a bruise on her leg that is from an unknown incident. (B)(6) states that when she looked at it the bruise is in the same area of the front rigging plate.(B)(6) states a little while ago she had a resident who cut her leg on the front rigging plate. (B)(6) had no serial numbers or names available but said she will call back with more details. (B)(6) was suggesting we create the front riggings to mount on a pole so that when they are removed the pole is there to remove the front rigging plate so that they are protected from cuts.(B)(4).